Manufacturer narrative:
(B)(4). The sample was discarded. A companion sample, and the lot information were provided. A follow-up report will be submitted upon completion of baxter?s investigation.

Manufacturer narrative:
(B)(4). This complaint is for a system error (se) 2240 (air in set) occurred during dwell 5/5. Received one companion sample in reference to se 2240. Set was placed on machine for priming and run with no alarms noted. No manufacturing abnormalities were noted during visual inspection. The complaint could not be confirmed in the lab the batch review was performed on potentially associated lot (h10k20046) with no issues noted. Label review was not performed no user error was suspected. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Event description:
A patient contacted (B)(4) regarding assistance with a system error 2240 while using the homechoice (hc) during dwell 5 of 5. The supply bag was empty, and the heater bag had solution. (B)(4) asked if any bag came undone and the patient said no. (B)(4) explained that a large amount of air had entered into the disposable and had the patient cycle power to the "press go to start" prompt. The patient elected to complete therapy with a manual bag. Product surveillance contacted the patient who explained that nothing was noticed with the supplies. The patient was able to provide a companion sample and the lot information. The patient stated he would notify his dialysis nurse at his next appointment. No injury or medical intervention was reported.